Event description:
Meter was set to the incorrect units of measurement. The pt said that the reported meter had been set incorrectly to mmol/l for 2 years. She said that she had misinterpreted results on the meter due to the incorrect unit of measurement setting. For example, when she obtained a result of 16.8 mmol/l, she noted the results as 168 mg/dl in her diabetes logbook. She continued taking her set amount of insulin as ordered. She said that she did not adjust the insulin dosage on her meter results. However, she said that her doctor often changed her insulin dosage. She said she had been hospitalized in march 2004. She was testing withh another meter, rather than the reported meter, at that time. She did not recall results obtained at the time of her hospitalization. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt said she had been unaware that the meter was set to the incorrect units or measurement. The meter, test strips, and control solution were replaced.